Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot f302 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f302 for the reported complaint shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation completed. (B)(4). Device not returned for evaluation.

Event description:
The customer reported a blood leak in the return line at pump head #3. The leak occurred after approximately 400 - 500 ml of whole blood had been processed. The complaint kit was requested for evaluation; however, the customer indicated the product has been discarded. No blood was returned and the patient is in stable condition.